Manufacturer narrative:
Concomitant medical products: item number 42500006202, item femur cemented posterior stabilized (ps) narrow right size 7, lot 62061023; item number 42521400712, item articular surface fixed bearing posterior stabilized (ps) right 12 mm, lot 61983336; item number 42540000032, item name all poly patella cemented 32 mm diameter, lot 62326953. Customer has indicated that the product will not be returned as it remains implanted to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that a patient who underwent a total knee arthroplasty approximately 3 years ago has been indicated for revision due to tibial plate radiolucency/loosening. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned, no visual and dimesional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4).